Event description:
It was reported that there was premature depletion. It was noted that there was a complete explant and replacement. The settings were 3.8/3.9v, 60/110 pulse width, and 150hz. It was noted that the customer was querying early end of service. It was noted that there was an impedance measurement of >4000 ohms on 2/3 measured the day the implantable neurostimulator (ins) was implanted. On the day of implant it was also noted that the tremor was well controlled but the patient still had very fine [illegible] a posture holding. There were no patient symptoms or complications associated with the event. It was noted that the product issue or cause of issue was not determined. There was not any diagnostic testing or troubleshooting performed. The patient was alive with no injury. Additional information received reported that the patient was okay and there were no malfunctions seen or reported.

Event description:
Additional information received reported that the device was unavailable for return. It was stated that the serial number was unknown and untraceable.

Manufacturer narrative:
(B)(4).